Event description:
Gambro received a report on 11/07/07 of a fourth pt complaining of severe thirst during dialysis on phoenix machine, (refer to MDR 9616240-2007-00100, MDR 9616240-2007-00101 and MDR 9616240-2007-00102). Due to this fact, the pt consumed so much fluid during this treatment and experienced an insufficient fluid removal. As a result of this retained fluid, he rec'd an extra treatment in 2007, on the same phoenix machine. No pt injury was reported. No medical intevention reported. The pt remains on his regular outpatient treatemnt schedule.